Event description:
Customer reportedly received results of 590 mg/dl on their device and 190 mg/dl on the physician's device within 10 mins. No high blood symptoms. No action was taken based on device results. No adverse event reported. No qcs were used. Requested return of suspect device and replacement was sent.